Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #22 has a fractured screw. Implant is still in patient's mouth with the fractured screw. Ods screw broke off in implant & screw & implant can't be removed. So will be buried & new implant placed. Additional appointment needed to place new implant.